Manufacturer narrative:
The account disposed of the bed and did not allow a hill-rom technician to evaluate or repair. Per the hill-rom user manual, poor fluidization; if fluidization is sluggish or uneven, notify your hill-rom representative. Fluidization is affected by the following: room temperature, humidity, the amount of materials, such as fluid, cells or cellular debris, which has escaped from the blood vessels and has been deposited in tissues or on tissue surfaces, restricted air circulation from blankets on the bed. Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas.

Event description:
Hill-rom received a report from the account stating the patient developed 5 new areas of breakdown on her backside. The breakdown developed into stage 3 wounds. The bed was located in (B)(6) family home. This report was filed in our complaint handling system as complaint # (B)(4).